Event description:
The surgeon was attempting to dock the patient's eye in preparation for lasik surgery using the intralase fs laser. When the surgeon actuated the joystick down to dock on the eye the motor started making a grinding noise. The joystick was released and the gantry stopped moving. The patient bed was rotated and the patient was moved from under the gantry. The gantry did not contact the patient and there was no resulting injury. After the patient was out of the way, the surgeon attempted to move the joystick in the upward direction, however the gantry moved in the downward direction. The customer also reported that this same scenario occurred approximately one month earlier with no resulting injury, however they did not contact intralense to report the incident. This event is being reported as a device malfunction MDR.